Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular pacing pauses. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced heart block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with pre-syncope. It was also reported the stored episodes/ flash back memory of the implantable pulse generator (ipg) showed ventricular pauses that could be the result of occasional single missing ventricular paces. Holter records showed that there is a loss of sensing/pacing. It was noted the patient had no underlying rhythm. The ipg remains in use and sensing threshold programming may be performed. No further patient complications have been reported as a result of this event.